Event description:
It was reported that the patient received multiple inappropriate shocks. The physician suspected the multiple shocks may be due to a lead issue. It was also reported that the "backup vvi status report was not received." The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments. A proximal portion was received measuring 13 cm. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076-45, lead, (B)(6) 2010; 4194-88, lead, (B)(6) 2010. (B)(4).